Event description:
It was reported that the pt developed an abdominal abscess following a sling procedure. The doctor removed part of the tissue. No further complications were reported and no additional info was provided.